Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-02805. This report is being submitted as additional information. Approximate age of device - 9 months (estimated from the date the mobile power unit was assigned to the patient; date of implant: (B)(6) 2017). Manufacturer's investigation conclusion: the mobile power unit, serial # (B)(4). Remains in clinical use and the patient continues on vad support. The report of a no external power event was confirmed based on analysis by of the submitted log file by the manufacturer's technical service representative. However, log files from the reported event was not available for the investigation. The patient handbook and instructions for use explain all alarms including ¿no external power¿ and the proper actions to take if the alarms cannot be resolved. The patient handbook explains how to use the mobile power unit. Connecting the power cord is also described in this section. The document referenced above warns the user to ¿avoid positioning the mobile power unit where access to the power cord plug into the wall socket is limited or where disconnection of the plug from the wall socket is difficult. If there is a power failure, transfer from the mobile power unit to another power source. The backup battery in the system controller will temporarily power the pump while you transfer to batteries. Do not rely on the controller¿s backup battery as a power source during ac power failure, as it will only power the pump for a limited amount of time and the pump will stop¿. The instructions for use and the patient handbook caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual is broken, or they are uncomfortable with the operation of the equipment a review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
It was reported that a no external power alarm occurred, which could have been associated with the mobile power unit's power cord coming loose. It was reported that the lvad clinicians inspected the mobile power unit and there was nothing wrong with it. No further information was provided.